Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant info become available, a supplemental report will be submitted.

Event description:
Customer is experiencing difficulty filling his cartridges. It is reported that the fill tubing process stops at 9.8 units and instructs a minimum of 50 units is required in the cartridge. There was no impact to the customer's blood glucose levels.